Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during right eye pars plana vitrectomy/membrane peel/gas fluid exchange surgery, an ophthalmic cannula soft tip portion was deposited into the back of the eye. The ophthalmic cannula soft tip was removed. As a result, the patient experienced a retinal tear which required endolaser treatment. The current outcome of the patient condition was resolved.